Manufacturer narrative:
The customer did not provide a reference value for comparison. Unable to determine the accuracy of the inratio result without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The caller alleged a variance between inratio inr results. The results were as follows:(B)(6). The patient self tester was mainly concerned about the result of 4.1 on 6/12. No medication changes were made during that time. The patient self tester's therapeutic range is: 2.0-3.0.